Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a thermal damage on the molded insulator. The molded insulator portion of the upper grip tip was found to exhibit thermal damage. Electrical continuity test was performed and passed. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was broken. No known impact or patient consequence was reported.